Manufacturer narrative:
This was initially reported on the summary report dated 8/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced persistent stress incontinence, intrinsic sphincter deficiency and urinary tract infection. The device remains implanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 3011770902-2016-00224.

Event description:
Additional information received indicated that the causes of death were reported as septic shock, peritonitis, anastomotic leak following surgical resection of colon cancer, colon cancer, adenocarcinoma, aspiration pneumonia, acute respiratory distress syndrome, acute renal failure, atrial fibrillation, aortic stenosis and diabetes mellitus.